Manufacturer narrative:
The customer did not supply the patients' demographics such as ages, dates of birth, sexes and weights. (B)(6). A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to evaluate the instrument's performance. All verification testing performed within the instrument and assay specifications. No hardware issues were detected. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information. All mdrs associated with this report are: 2122870-2016-00211, 2122870-2016-00212. (B)(4).

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for four (4) patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report addresses the results obtained on (B)(6) 2016 for patients designated as patient 2, 3 and 4. The initial results were above the normal reference range of the assay. The customer reanalyzed patient samples 2 and 4 two (2) additional times and patient sample 3 four (4) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. Patient samples 3 and 4 were also analyzed on the abbott I-stat method and generated ctni results within that assay's normal reference range. The elevated access accutni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2016-00211 addresses the results obtained on (B)(6) 2016 for patient designated as patient 1. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's samples were collected in serum tubes and were centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.